Manufacturer narrative:
(B)(6). Two devices were returned for evaluation. Visual inspection confirmed only the insertion devices were returned, no suture or ts. The investigation revealed the actuator is in its t2 pre-deployment position on each device. Per the results of the investigation the failure mode cannot be confirmed. (B)(4).

Event description:
During a meniscal right knee repair procedure it was reported the surgeon tried to repair a posterior tear. Upon deploying t-1, the surgeon discovered via arthroscopy that t-2 deployed in tandem. The surgeon removed the device with the two t-implants intact. An additional fast fix was utilized and also experienced simultaneous deployment. A third fast fix was utilized and the procedure was completed successfully . No patient injury or complications were reported.